Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, swollen under the eyes (injection site swelling) was deemed to meet serious injury criteria of causing permanent damage. The device history record could not be reviewed as the lot number was not reported.

Event description:
This consumer report was received from a us consumer and concerns a patient. The patient was injected with radiesse, more than 4 years prior to this report. After the radiesse injection, the patient experienced swelling. At the time of this report, it was still very swollen under the eyes. The patient was very depressed and was wondering if there was a way to dissolve this. Due to the provided information, the outcome of the event was considered as not resolved. The event was considered as permanent.